Event description:
It was reported that (1) ems was used during a unknown procedure. It was reported by the affiliate that the instrument had only ten staples. Opened another instrument to complete the case. No adverse pt outcome.